Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. Additional information received from the field representative indicated that this lead exhibited high pacing lead impedance measurement greater than 2,000 ohms, oversensing of noise and high threshold measurements. Oversensing led to pacing inhibition with greater than two seconds of asystole. The cause was not determined. This rv lead was surgically abandoned and the device remains in service. No additional adverse patient effects were reported.